Event description:
The device was connected to the pt who was reported to be in cardiac arrest. Reportedly, the device continuously prompted connect electrodes and an analysis of pt ECG could not be performed as a result. Another AED arrived on scene and it was used to analyze the pt ECG. This device rendered a "no shock" decision. The pt was pronounced by als staff at the scene. The rptr indicated device use did not effect pt outcome, due to a lack of pt viability and use of a backup device.